Event description:
It was reported that the venous catheter electrode was identified allegedly bent under imaging. Therefore, both the venous and the arterial catheters were removed without incident and a new set was used to create the arteriovenous fistula (avf). There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a DHR review was not required as this is the first complaint for this lot number reported to date. Investigation summary: received one 4f venous catheter as part of the wavelinq catheter system. A sample evaluation was performed. The device was slightly bent throughout. The device valve crosser was also kinked. Electrode appeared deformed. Electrode height was measured and found to be approximately 0.75mm. The investigation is confirmed for material deformation due to the fact that the device was kinked and the electrode was bent during sample evaluation. The root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date: 11/2021).

Event description:
It was reported that the venous catheter electrode was identified allegedly bent under imaging. Therefore, both the venous and the arterial catheters were removed without incident and a new set was used to create the arteriovenous fistula (avf). There was no reported patient injury.